Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, g3, h2, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens, distal end, connecting tube , a-rubber and the nozzle have foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e315 and endoscopic image is not displayed malfunction: it is presumed that the incident occurred due to unstable electrical communication caused by water ingress into the scope connector. Based on the results of the investigation a root cause could not be identified for the foreign material that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device exhibited a e315 error and the image was not displayed. The issue occurred ruing inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.